Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a stuck button alarm. The customer did not press a button down for 3 minutes or longer. The customer also reported that several of the buttons were unresponsive. They would be told that they are not pressing the correct button when they are. Troubleshooting was performed. The issue was not resolved. The customer¿s blood glucose during the incident was unknown. The insulin pump will be returned for analysis.